Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 2.6, lab: 5.9. Lab venipuncture was taken the same day, exact time unk. Pt was sent to the hospital and admitted for stomach pain. Caller also reports that the pt bruises frequently. No special notes were made regarding higher than normal inr symptoms.

Manufacturer narrative:
Investigation pending.